Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. As received the ipg was non functional. The ipg can was cut open and optical inspection revealed no anomalies on the battery, pcb or can. However, the ipg battery was depleted. The ipg battery was charged using an external power source after which the ipg passed all functional testing. It is unk what caused the battery to deplete. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2010. It was reported that the pt suffered a fall and after which lost the ability to communicate with the ipg using the charging system and programmer. Efforts to recharge the ipg using a different charging system proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg and effective stimulation was recaptured.